Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Common causes of this failure mode are attributed to a component failure. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. Additional observation(s) not reported by site included the conductor wire insulation was damaged on the distal end. The insulation does not exhibit thermal damage. The insulation appears to have been pulled away from the yaw pulley with no pieces missing. The conductor wire is slightly exposed, but no wires are physically damage. The instrument failed the electric continuity test. The root cause of damaged conductor wire insulation is attributed to a component failure. The instrument was also found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.